Manufacturer narrative:
D9: 10/4/2024. H3: one device was received. Necessary repair procedures were performed, and the device was returned to the customer. Investigation (pci) of the product could not be performed, as the device was no longer available for further analysis.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a printed circuit board (pcb) board issue. Per reporter the device had a battery time out/printed circuit board (pcb) issue. There was no patient involvement.